Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that, during an intraocular lens (ol), the surgeons noticed iol had scratches which were shorter length or non central locations and surgeon felt it was better to leave them. Additional information has been requested.